Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm was triggered for the right ventricular (rv) lead. It was found that the lead exhibited oversensing of noise. A possible fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.